Manufacturer narrative:
The valve was not returned, therefore no product analysis can be performed. Without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, the procedure was converted to open surgery. The valve was explanted and a surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that at 80% deployment, the valve was not fully expanded and the valve moved forward from a depth of 1 millimeter (mm) to a depth of 3-4 mm on the non-coronary cusp (ncc). The physician released back pressure during final deployment and the valve moved aortic during release. Following implant, balloon aortic valvuloplasty (bav) was performed twice and the valve moved more aortic. During surgical valve replacement, the native leaflets were inspected and were highly calcific. It was estimated that the leaflets were 4-5 mm thick. If information is provided in the future, a supplemental report will be issued.